Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgical procedure due to a fluid leak caused by a hole in the cylinder. There were no patient complications reported.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgical procedure due to a fluid leak caused by a hole in the cylinder. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The pump and cylinders were visually and microscopically examined. No anomalies were found with the pump or cylinders. Based on the information available and analysis results, product investigation was unable to confirm the reported clinical observations of hole/perforated and fluid leak.